Event description:
At 5:00 p.m., a patient's monitor screen at the desk lost communication displaying "no communication" message. Approximately 10 seconds later, another patient's screen lost communication. A total of 6 patients monitor screens (waveforms) went down within seconds of each other. Staff manually re-entered patient information and telemetry monitoring resumed within approximately 7 minutes. Biomed engineering performed a full operational check out of the unit and found unit functional; pending visit by ge medical systems for further evaluation.